Event description:
Device 2 of 2: reference MFR. Report # 3006705815-2019-00582. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention took place during which the leads were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
Corrected data; date of explant.

Event description:
Reference MFR. Report # 3006705815-2019-00582.